Event description:
The customer alleges they tried to get out of the power chair while still belted in; the belt failed and the and customer fell. The customer sustained injuries requiring x rays and hospitalization.

Manufacturer narrative:
The lap belt only was returned for evaluation; testing and evaluation is scheduled however not yet begun.a follow up report will be submitted upon completion of investigation.

Event description:
The customer alleges they tried to get out of the power chair while still belted in; the belt failed and the customer fell. The customer sustained injuries requiring x rays and hospitalization.

Manufacturer narrative:
The lap belt only was returned for evaluation; the powerchair remained with the user.the lap belt was fatigue and performance tested; the lap belt met test criteria. Not a device problem, see attached returned product evaluation.